Event description:
The patient reported she is experiencing pain at ther scs ipg pocket site and the ipg is inoperable. The patient wants the scs system explanted (reference MFR. Report: 1627487-2014-03638 for lead issues).

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.